Event description:
(B)(6) study. It was reported that there was a hematoma. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. Prior to the procedure, prophylactic antibiotics and heparin was administered. Initially a 31mm closure device was attempted but was not successful. The 31mm closure device was replaced by a 27mm device and was implanted successfully with complete laa seal and deployed device diameter of 23.5 mm. The same day the patient was noted to have a hematoma at the right groin. The patient developed oozing and significant bruising around the right groin. There was no significant lower extremity edema noted. The patient was on apixaban and aspirin at the time of the event. Ultrasound was performed which revealed two hematomas in the right thigh one is anterior to the right superficial femoral artery and one is more superficial. The largest superficial hematoma measures 3.84 cm. The right common femoral vein appeared to be dissected with intraluminal thrombus formation, leaving a channel of flow through the vein. There was no evidence of pseudoaneurysm in the right groin. The site of the bleeding was noted as right femoral vein which was the puncture site. Manual compression was applied to treat the patient. A repeat ultrasound revealed the hematomas were stable. On (B)(6) 2020, the patient was discharged home on aspirin and apixaban. On (B)(6) 2020, the patient again presented to the hospital with the complaints of oozing from the right groin with significant bruising across the right thigh and hip. The patient was hospitalized on the same day. An ultrasound was performed revealing no pseudoaneurysm. The patient was discharged home on (B)(6) 2020 but continued to bleed from the right groin. So, the patient returned to the hospital a second time. A leak of an unknowns size was noted on imagining. The patient was recommended for admission and to withhold apixaban. However, they delayed admission as they needed to travel. The patient stated that they no longer have right groin bleeding and bruising has improved for the past 24 hours the patient was noted asymptomatic. At the time of reporting, the event was considered as recovering/resolving.

Event description:
Option study: it was reported that there was a hematoma. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Prior to the procedure, prophylactic antibiotics and heparin was administered. Initially a 31mm closure device was attempted but was not successful. The 31mm closure device was replaced by a 27mm device and was implanted successfully with complete laa seal and deployed device diameter of 23.5 mm. The same day the patient was noted to have a hematoma at the right groin. The patient developed oozing and significant bruising around the right groin. There was no significant lower extremity edema noted. The patient was on apixaban and aspirin at the time of the event. Ultrasound was performed which revealed two hematomas in the right thigh one is anterior to the right superficial femoral artery and one is more superficial. The largest superficial hematoma measures 3.84 cm. The right common femoral vein appeared to be dissected with intraluminal thrombus formation, leaving a channel of flow through the vein. The site of the bleeding was noted as right femoral vein which was the puncture site. Manual compression was applied to treat the patient. A repeat ultrasound revealed the hematomas were stable. On (B)(6) 2020, the patient was discharged home on aspirin and apixaban. On (B)(6) 2020, the patient again presented to the hospital with the complaints of oozing from the right groin with significant bruising across the right thigh and hip. The patient was hospitalized on the same day. An ultrasound was performed revealing no pseudoaneurysm. The patient was discharged home on (B)(6) 2020 but continued to bleed from the right groin. So, the patient returned to the hospital a second time. The patient was recommended for admission and to withhold apixaban. However, they delayed admission as they needed to travel. The patient stated that they no longer have right groin bleeding and bruising has improved for the past 24 hours the patient was noted asymptomatic. At the time of reporting, the event was considered as recovering/resolving. On (B)(6) 2020 the patient was discharged home. It was further reported that an ultrasound was performed which showed no evidence of pseudoaneurysm in the right groin. Multiple hematoma were noted anterior to the femoral artery and vein with size of 1.7 x 2.3 cm. The largest was noted of size 5.4 cm and smallest of 1.3 cm.

Manufacturer narrative:
H6: dissection code added to patient codes.